Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the buttons of insulin pump was hard to press and had blank display. Customer¿s blood glucose level was known. The insulin pump will not be returned for analysis.